Event description:
Health professional explant a 10.0 cm lapband due to a band slippage.

Manufacturer narrative:
Medwatch sent to FDA on 11-nov-09. No leakage was found in the lap-band. Analysis showed that both the shell/ring and the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was separated with striations consistent with surgical damage, and may have been made to facilitate removal of the device. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."